Event description:
Caller states patient tested 18.1 mmol/l on the inform ii system, while an arterial blood gas obtained 5 minutes later returned as 7.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).